Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose levels read as "high." Although the specific blood glucose value was not known. To address the high blood glucose level, the customer administered a correction bolus via the pump and multiple daily injections (mdi). No assistance from third parties was required. The customer ultimately chose to stop using the pump to resolve the issue.